Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal and displayed "defib fault 109", "defib fault 80" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.